Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 65771101100 m/l stem 62176291. 00620006222 trilogy shell 62mm 62197290. 00625006535 bone screw 35 mm 62227331. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the radiographs identified implants are anatomically aligned. There is no fracture or dislocation. No product was returned; visual and dimensional evaluations could not be performed. Photographs of explanted head and liner were provided. Black debris was identified inside the taper of the head and taper of stem . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506240 liner standard 3.5 mm 62235796. Item #: unknown, unknown stem lot #: unknown. Item #: unknown , unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00706. Stem.

Event description:
It was reported the patient underwent a total hip replacement. The patient was revised seven years later due to elevated ions. The liner was damaged upon removal. There is no additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 . Visual examination of the head identified gouges and scratches to flat surface around the taper hole and on the spherical surface. Taper hole shows dark foreign debris with gouging. No other damage was noted. The head was sent to further analysis. Results: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. After discussion and consensus, this taper was assigned a modified goldberg score of 3. A score of 3 corresponds to fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the root cause of the previous investigation . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the available records identified the following: the patient underwent a total right hip arthroplasty. Zimmer biomet products were implanted without any complications. No other findings were noted. The revision procedure's operative notes were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.